Event description:
It was reported that following a lap adjustable band procedure, a pt had stopped losing weight. The previous gastric band setting was reported as seven. It was assumed that this terminology referred to an infection volume of 7 ml. Under x-ray examination, it was noticed that the gastric band was broken. The break may have been at the reinforcing band tab portion of the device.

Manufacturer narrative:
Eval summary: the following device components were returned for investigation: the balloon/band, the tubing and the suture. A leak test was performed on the balloon. No leakage was detected. Per visual observation, a tear was noted at the reinforcement band tab proximal to the catheter connection on both sites. The reported event was confirmed. While it was not possible to draw a definitive conclusion regarding root cause, the possibility that some form of damage or nicking of the device at time of the initial procedure may have manifested itself as a subsequent band tear after three years of implant was considered. The product's instruction for use (IFU) notes that sharp instrumentation (e.g. Graspers etc.) Can cause damage to the device. In addition, it is noted that the pint of tearing is in close proximity to where the device is manipulated by surgical graspers. Events of this type will continue to be trended and monitored. No lot number was communicated, therefore, no device history record (DHR) review could be performed.